Manufacturer narrative:
G4: 09sep2020. B4: 14sep2020. In a follow-up response, the customer indicated that there was confusion on the battery manufactured date, but he never responded to requests for clarification to explain what the confusion was, so the battery age initially reported may be incorrect. After four good faith efforts by email and three good faith efforts by phone, there was no additional information provided by the customer. As a result, the initial device evaluation was not confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28jul2020.

Event description:
The customer reported that device issued a battery alarm when powered on. There was no patient involvement reported. The customer identified an error code in the significant event log. The code indicated a battery failure. The customer also indicated that manufacture date on the battery was 07-24-2017 and the pneumatics screen gave an 8.9 v reading. The customer told the remote service engineer that he would troubleshoot the battery by swapping out the battery from another unit to see if resolved the issue.